Event description:
Patient experience occasional shocking in the right side, the left side stimulation wasn't working. It was determined by the physician that the left lead had been placed to close and was the issue. An x-ray showed poor positioning of the lead. The lead was repositioned on (B) (6) 2010. The physician reported the patient recovered with out sequela. After the revision, the patient experienced painful sensation whenever she turned up the stimulation; as it stimulates the nerve it hurts instead of helping.

Manufacturer narrative:
(B) (4).